Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from "near the letter of the bag where the healthcare is stamped twice in a row". It was further reported that a leak was also observed on the corner of the bag. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.